Manufacturer narrative:
Covidien reference #: (B)(4). Date of initial report: (B)(6) 2016. Date of follow-up report: 09/14/2016. One used (B)(4) ligasure device was received, and evaluation of the returned sample could not confirm the reported issue. Visual inspection of the device found no defects, and mechanical testing confirmed the jaws opened and closed normally using the handle. The knife also cut simulated tissue within specifications and would deploy without difficulty. The investigation found the device to function normally and within specifications. A review of the device history records for this lot found no potentially contributing factors, and that it was released upon meeting all quality specifications.

Manufacturer narrative:
Covidien reference #: (B)(4). Date of initial report: (B)(6) 2016. The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a procedure, the device jaws would not open after initial use. No patient injury occurred.